Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 458 mg/dl. The patient experienced nausea and vomiting. Troubleshooting was declined for the high blood glucose; the mother stated that the patient had been sick with a stomach virus for the past two days, and that the virus was causing the high blood glucose. The insulin pump was not returned for analysis.